Event description:
Subsequent to the initially filed report, the following information was received: both sutures were removed during the cut-down in the right common femoral artery. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 1494 - incorrect anatomy, 2017 - failure to follow steps / instructions.

Event description:
It was reported that this was an contralateral arteriotomy closure of the right common femoral artery using a prostyle device using the pre-close technique via an 8f sheath holes prior to a stent graft interventional procedure. The first prostyle device was deployed and replaced as intended. Reportedly, during use of the second prostyle the device was stuck in the vessel and could not be removed. An incision/cut-down was then made and the device was then removed. No additional devices were used at the access site. The sheath was upsized to a 14f and the stent graft procedure was completed. Hemostasis was achieved via surgical suturing. It was stated that there is a possibility that the puncture was made at an inappropriate site because the echo focus was placed on the puncture needle rather than on the vessel at that location. He also commented that the puncture being quite deep may have been one contributing factor. Additionally, two prostyle device sutures were pre-placed in the lcfa using an 8f sheath via the pre-close technique. The sheath was upsized to a 14f and the stent graft procedure was completed. The pre-placed sutures were successfully used to achieve hemostasis. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device/packaging was not returned. Based on the information received, the investigation was unable to determine the cause of the reported issue. In this case, it is possible the second device caught the suture of the first device, or caught tissue, or the suture of the device did not release; however, these cannot be confirmed. Additionally, the account suggested the echo placement or depth may have contributed. It is possible these contributed to the noted factors. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: a partial UDI was provided as the lot number is not known.h6: correction medical device problem code 1494 and 2017 were removed.